Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform functional test due to motor error alarms.

Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. The caller stated that the insulin pump was exposed to an MRI. Troubleshooting was performed, and the displacement test could not be performed. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. It was stated that the customer ended up in the emergency room due to high blood glucose of 500mg/dl. The mother mentioned that there was no insulin in the reservoir. No further information was provided.